Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 134 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 12 issue was verified. Additionally, the alleged battery-incorrectly displayed issue was verified in the pump logs; however, no failure was identified.